Manufacturer narrative:
New information has been received. Lot number, follow-up 1, follow up type, methods, results, and conclusion codes the manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that two u by kotex sleek regular tampons unraveled inside of her during removal and broke into multiple pieces.